Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead had high capture threshold and high pacing impedance measurements. Additionally, the helix of the rv lead could not be retracted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were inadequate capture, high pacing impedance and helix mechanism issue. As received, a complete lead was returned. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of high pacing impedance and inadequate capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.